Manufacturer narrative:
(B)(4). Correction, the (B)(4) manufacturing site/ manufacturer number (B)(4) was selected in the initial MDR. The correct manufacturing site is (B)(4) / manufacturer number (B)(4). The product correction letter (B)(4) was reviewed. This correction reassigned bilirubin calibrator values for ln 1e66. The letter includes the following information: implementation of the revised calibrator values may produce total bilirubin results up to 18% lower, shifts in quality control and proficiency testing samples may vary among laboratories and should be evaluated according to their laboratory procedures, and data showed shifts of up to negative 18 to 20% were observed in patient and quality control sample results obtained prior to implementing the new calibrator values and after implementing the new calibrator values. E-mails were sent to customer service on (B)(6) and (B)(6) 2009 for additional information, calibrator values, calibration screen printouts, quality control data, verifying if the customer implemented revised calibrator values from (B)(4) and if the customer is having the same issue with bilirubin calibrator lot 69417m200. On (B)(6) 2009 the customer service representative sent an e-mail that stated unfortunately we are not able to get that information from the customer. The calculated number of (B)(4), architect (B)(4), architect (B)(4), and architect (B)(4) erratic complaints per million tests sold was found to be less than the established action limit documented for the aeroset (B)(4) tests are both less than 25.6 occurrences per million tests sold), less than the internal rate documented for the c4000 at launch in the risk management report (B)(4), and less than the internal rate documented for the (B)(4) at launch in the risk management report (B)(4). (B)(4) was sent to all customers. This product correction contained revised calibrator values for clinical chemistry total bilirubin. The change lowered total bilirubin values on average 18%. Because no further information or data was provided for the investigation, it is difficult to say if incorrect calibrator set points for bilirubin calibrator lot 57919m100 were the cause of the high bias. Based on the information available no deficiency could be found.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect total bilirubin reagent has generated elevated results on neonate patient samples. The account provided results for one patient. In 2009, the initial result was 25 mg/dl, the sample was repeated twice two days later, and one result was 23 mg/dl and the other result was a similar value. The sample was then tested at another facility (possibly by the hitachi system), the result was 14 mg/dl. The result was then tested on a whole blood device and the results were 18 and 19 mg/dl. There was no impact to patient management reported.